Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal hydromorphone via an implantable pump for non-malignant pain. It was reported that the patient was having symptoms including respiratory depression and they had to give the patient narcan so they would like the pump turned off. The agent reviewed the option to empty the pump to stop infusion versus contacting a rep to come out to program it off. The hcp stated she wasn't sure anyone there would be comfortable emptying the pump so would like the rep to come out. The agent redirected to the national answering service (nas).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.